Manufacturer narrative:
Reporting institution name: (B)(6). Analysis was performed by a remote service engineer (rse) which included interviewing the customer. The customer visually confirmed the alleged malfunction. It was discovered the wrong patient category was selected, resulting in inappropriate alarm high/low limits and potentially compromising the monitor's alarm accuracy. The default alarm limit was set to adult as opposed to child. Once the configuration was corrected the unit returned to working specification. Logs were requested to view configurations; however, they were unable to be obtained. Based on the information available in the case, the cause of the reported problem was confirmed to be a configuration issue. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the blood oxygen measurement was not accurate. The device was in use on a patient at the time of the event, there was no adverse event reported.